Event description:
The customer reported a system error (se) 2240 (air in set) alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the air alarm. The home patient (hp) had pressed go prior to connecting. The tsr explained that therapy would need to be ended and had the hp cycle the power. The hc alarmed with a se 2367 alarm. The tsr explained proper procedures and the hp would call their registered nurse (rn) after this call was over. The hp stated that new supplies were going to be used. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional relevant information is received.